Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose of 32 mg/dl. The customer stated he was working outside and sweating. He took the sensor off and continued working, then took a shower and did not insert his sensor for sometime. The customer reported that when he inserted the sensor he got a lot of blood and pain. The site was not actively bleeding. Customer stated blood was visible on the sensor connector. Insertion techniques were reviewed. The customer was advised to change the sensor. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned. The sensor will return for analysis.